Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported on (B)(6) 2016 that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2015 with flap distortion in left eye. It was stated that the patient had no of best corrected visual acuity (bcva). The patient complained of vision not good in left eye. Patient reported symptoms are not interfering with daily activities. It was reported that patient had lift, scrape excess superior epi and stretch. Surgeon and optometrist are unsure what caused the flap to move up. Bcva from (B)(6) 2015: right eye pre-op 20/20 -4.75 x -1.25 x 10. Left eye pre-op 20/20 -4.75 x -1.75 x 178. Bcva from (B)(6) 2015: right eye post-op 20/20 .00 x -.50 x 15. Left eye post-op 20/20 2.00 x -1.50 x 85.